Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that one day post implant, the patient demonstrated asymptomatic ventricular tachycardia. The patient was kept under surveillance. In the next few days, other episodes were observed. The physician chose to increase the patient's beta-blockers and to prescribe another medication. It was determined that this event may be procedure related. It appears that the device is still in use. No patient complications were reported as a result of this event.